Event description:
Needle did not retract, causing needlestick to lpn's finger ((B)(6) 2014). Another nurse was giving an injection on (B)(6) 2014 with the same type syringe and again the needle did not retract. There was no injury in this case. Also, see report mw5039377.